Event description:
The reporter states that he obtained an 80mg/dl and 42mg/dl blood glucose comparison on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. The reporter experienced nausea, sweating, difficulty focusing and wobbly legs. He treated himself by drinking a half cup of sugar water. He felt better 20-30 minutes following treatment. No adverse event reported. New system sent to customer and return requested.